Event description:
The customer's spouse reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 585 mg/dl at the time of incident. Current blood glucose level was 194 mg/dl. The customer did not experience symptoms due to high blood glucose. It was unknown whether the customer was using auto mode or not. No further patient complications were reported. The customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.